Event description:
It was reported that the patient had an infection. It was also reported that there was a lead warning for low atrial impedance along with oversensing. The entire system was explanted and replaced. During extraction, the atrial lead tip electrode broke apart and was left in the atrial appendage. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: a proximal portion was received measuring 21 cm. A distal portion was received measuring 21 cm. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Device: 5054-58 implantable pacing lead, (B)(6) 2000. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.